Event description:
Surgeon was attempting to remove infuse-a-port when catheter broke off from port. Physician describes catheter as being embedded in surrounding tissue and venous tissue. Interventional radiology attempted retrieval from other end and this attempt was also unsuccessful. Catheter remains in patient's vein.======================manufacturer response for vascular access port, vortex mp (per site reporter)======================requested return of device.